Manufacturer narrative:
(B)(4). Eval; results: (gi bleed). Conclusion: no conclusion can be drawn.

Event description:
On the day of the index procedure, the pt underwent the deployment of one endeavor sprint drug-eluting stent to the mid-rca. Residual stenosis was 0% with timi iii flow. The pt was discharged from the index hospitalization. Approx 10 days after the index procedure, the pt presented to the hospital with a gi bleed. It was reported that the pt was admitted with several days of dark tarry stools. The pt reported that they have been fairly well formed, but dark black. The pt was admitted for observation. It was noted the pt was hemodynamically stable. An abnormal EKG reported sinus tachycardia, probable left abnormality, and borderline r wave progression in the anterior leads. The next day, an EKG reported sinus rhythm, left anterior fascicular block, and poor r wave progression in the anterior leads. A chest x-ray reported clear lungs, heart not enlarged and osseous structures compatible with age and no acute airspace disease. Esophagogastroduodenoscopy was scheduled. The event of gi bleed was considered not recovered/ not resolved. Further info for this hospitalization was not provided and has been requested two weeks after index procedure, the pt presented to the hospital with symptomatic tachycardia. It was reported that the pt presented to the hospital with complaints of significant palpitations with his heart racing. It was noted that the symptomatic tachycardia could be related to the recent blood loss or partially anxiety related. The pt was treated medically with intravenous fluids. EKG reported ectopic atrial tachycardia, left anterior fascicular block, borderline r wave progression in the anterior leads, abnormal t wave and no change besides rate from EKG. The pt underwent an endoscopy which reported normal appearing esophagus, stomach with minimal gastritis, duodenum no bleeding ulcer seen, clear bile seen and no clots or older blood or acid hematin visualized. It was noted that there was no evidence of major upper gastrointestinal bleeding and that the pt may require a colonoscopy to evaluate the lower gastrointestinal tract to rule out lower gastrointestinal source of bleeding. The outcome of the event of symptomatic tachycardia was unk. The events of gi bleed and symptomatic tachycardia were noted as important medical event/required intervention to prevent permanent impairment/damage. In the investigator's opinion the events of gi bleed and symptomatic tachycardia were considered moderate in intensity, probably related to the study drug, not related to the study device and not related to the study procedure.